Event description:
The customer reported obtaining erroneous elevated accu tni (troponin I) test results in the risk stratification range of 6 or 7 patients while using the unicel dxc 880i synchron access clinical system. Erroneous test results were reported out of the laboratory. Subsequent testing produced results in the normal reference range. The customer did not receive any report of death or pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
The customer collect accutni samples in green top plasma tubes and centrifuges them for five minutes at 3500 revolutions per minute (rpm) in a statspin centrifuge. In additional all samples were run through the unicel closed tube aliquotter (ucta) from the primary containers. Accutni quality control (qc) was within the customer's established ranges prior to and on the day of the event. Accutni qc is run once daily and the routine system check that was performed on the same morning prior to event had passed within instrument specifications. The field service engineer (fse) was dispatched at which time a high sensitivity system check was performed which passed within instrument specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.